Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the device was returned, analyzed and no anomalies were found. (B)(4) - the partial lead was returned in segments, analyzed and the proximal conductor fractured. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay melted and breached cut, the outer insulation had a cosmetic depression and breached depression, the helix was distorted/bent, there was blood in/on the helix mechanism and there was tissue on the helix.

Event description:
It was reported the patient received inappropriate therapy due to an apparent right ventricular (rv) lead fracture and oversensing. Also, the patient did not hear that the device patient alert sounded twice approximately a month and a half prior to receiving the shocks. The device and rv lead were both explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.